Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the polyurethane jacket in the middle of the wire was damaged. The damage was found while preparing the device for use and was not used on a patient.

Manufacturer narrative:
One device was returned for evaluation. The wire was examined visually and microscopically. The coating was found to be fully intact. The complaint is unconfirmed. Simulated use testing was performed, and the wire was found to be lubricious throughout. Two unused units from the same lot were also tested and operated within specifications. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.